Event description:
Electrohydraulic lithotripsy was being used to break a stone in a pt's ureter. The generator did not fire the ehl probes. The surgeon did not continue the procedure, but placed a urinary stent in the ureter. No additional surgery was done.